Event description:
It was reported that approx one month post placement of an unspecified ultraflex esophageal stent in an unspecified location, the physician noted that the stent was "protruding in the stomach, impacting the stomach mucosa and obstructing bolus transit, causing irritation of granular tissue". It was not known what treatment the patient received for this issue. No further information is available.

Manufacturer narrative:
The date of the event and date of implant of the stent was reported as approx one month prior to the date of this report ( late 2008). The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.